Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a supraventricular tachycardia episode on a merlin.net transmission revealed the patient experienced a vt rhythm that was inappropriately scored as svt. Programming changes were discussed.